Manufacturer narrative:
Device/model: battery/bat551731. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices: bat324362 - battery / catalog number 1650 / expiration date: 10/31/2017. (B)(4). Bat551731 - battery / catalog number 1650 / expiration date: 02/28/2018. (B)(4).

Event description:
It was reported that the patient experienced multiple critical battery alarms. The patient presented to the clinic where the controller gave one short beep similar to the sound given when a new power sources is connected. This occurred twice during the clinic visit. The patient was not doing anything to the controller and connections appeared to be secure after a gentle tug on the connections to test for any loose ports. No visible damage to connecting pins or plastic guide ports. Preliminary log files analysis showed two faulty batteries that were identified and taken out of use. A power disconnect alarm was also noted. The controller was also exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information regarding components - (B)(4). (B)(4). Brand name. Heartware® ventricular assist system - battery. Di #: (B)(4). Device available for evaluation: yes - date returned to manufacturer - 2017-aug-31. Device evaluated by MFR: yes, device evaluated by manufacturer. Recall: notification. Correction/removal number: z-1917-2015. (B)(4) brand name. Heartware® ventricular assist system - battery. Di #: (B)(4). Device available for evaluation: yes - date returned to manufacturer - 2017-aug-31. Device evaluated by MFR: yes, device evaluated by manufacturer. Recall: notification. Correction/removal number: z-1917-2015. The controller and batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed three critical battery alarms for (B)(4) and two critical battery alarms for (B)(4) as well as several premature power switching events involving (B)(4). In each instance of the critical battery alarms, both batteries went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Log file analysis also revealed several momentary disconnections which will result in an audible tone and/or "beeps". Analysis of the batteries and the controller revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error and/or momentary disconnects between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors and momentary disconnects. Of note, the controller did not have the software maintenance release (smr) upgrade. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.